Event description:
According to the facility there was a delay in suctioning a newborn due to the "device not staying connected to the suction tubing."

Manufacturer narrative:
According to the facility there was a delay in suctioning a newborn due to the "device not staying connected to the suction tubing." The sample is not available to be returned for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.